Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra2 meter is giving inaccurate high reading of "364 mg/dl" compared to an unspecified reading on the continuous blood glucose monitoring device. The patient manages her diabetes with oral medication. On (B)(6) 2010, the patient reportedly obtained the alleged inaccurate high reading. Based on the lfs meter reading, the patient managed her diabetes by taking less food/drink. Within a couple of hours, the patient developed symptoms described as "sweaty and agitated." The patient claimed she received treatment with diabetes oral medication from her healthcare provider on (B)(6) 2010 in the morning. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia two hours after she based her diabetes management on an allegedly, elevated reading obtained on the lfs meter.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy the blade broke off. No patient consequences. Piece was retrieved outside the patient. Another like device was used to complete the case.